Manufacturer narrative:
This event was submitted via medwatch form (B)(4). Several attempts were made to gather add'l info from the pt, but we were unable to contact the pt or get any physician identifying info.

Event description:
This event was submitted via medwatch form (B)(4). Pt reported ectopic pregnancy 1 year after having essure procedure. Further info about this event is not available.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.